Event description:
Information received from the field does not address the patient's clinical status but notes that during a follow-up visit, dashes (---) were noted for programmed parameters and the current drain was high. Return to standard was not successful. Subsequently, the device was replaced.